Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that the insulin pump quit working and not delivering insulin. Customer has been sick and hospitalized twice. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was dehydrated, frequent urination and nausea. Hospital treated with IV drip and manual injection. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.